Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) initial report.

Event description:
Hamilton medical ag received the following incident description: "the intellicuff device was connected to a hamilton-c6 ventilator device. During patient ventilation the messages ¿check intellicuff state¿ and ¿check intellicuff¿ frequently appeared on the display of the hamilton-c6 ventilator device¿. Medical intervention performed by replacing the intellicuff device and the ventilator device. The issue did not result in any patient harm but if it were to recur an impact on patient could not be excluded. Therefore, this event is assessed as reportable.

Manufacturer narrative:
Investigation outcome: due to the defective motor of the intellicuff, the device and the hamilton-c6 alarms with several alarms which can be found in the logfile and analysis. The event occurred with patient¿s involvement but no health consequences or impact occurred. To resolve the failure, the intellicuff was replaced. No further information was given. This case is considered as closed.